Event description:
Procedure type: unk. According to the reporter: prior to surgery, the scrub nurse inserted the spring grip onto the versaport and the trocar slipped into the palm of her hand. Sterile strips were used to close the trocar wound to the nurse's hand. A new instrument was used to complete the procedure. No pt injury was reported.